Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2021-04855. It was reported that patient experienced a fall, after which the leads migrated. Issue was confirmed via x-rays. As a result the leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Correction : section g3: the date received by manufacturer should have been 16 sep 2021 in the initial report rather than 17 sep 2021.